Event description:
N/a.

Manufacturer narrative:
It is reported that cs100 intra-aortic balloon pump (iabp) alarm had a blood detected. Getinge field service engineer (fse) examined that ¿there was blood entering the machine. Causing spare parts to be affected by blood, all parts affected by blood must be replaced before the machine can be used normally. Alarm blood detected from the inspection, it was found that ¿there is blood entering the machine. As a result, there are parts that have come in contact with blood. All the parts that have come in contact with blood must be replaced before the machine can be used normally.¿ hours meter : 14,247 hours software version : q00i, q00d - test the use of the equipment. It cannot be used. There are broken parts as follows. Safety disk, condensate removal module (crm), purge valve, (d103-00-0398-01) , (d104-00-0026), tubing. No patient harm and event occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit alarmed that blood was detected. There was no harm reported to the patient.